Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the imaging catheter and guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. Based on the reported information, it is possible that during use in multiple vessels, the guide wire became damaged resulting in the difficulty to remove; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. No UDI is being reported since the part and lot number were not reported. D10, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported that the balance middleweight universal ii guide wire had been used in multiple vessels during the procedure and during removal of the device resistance was noted with a quartet lead. Both the guide wire and lead were removed together. Another guide wire and lead were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The UDI number is unknown as the part and lot number were not provided. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.